Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation on (B)(6) 2026, that a speedband superview super 7 device was used on an unknown date. It was reported that an experienced physician, familiar with the setup and use of the speedband superview super 7 device, reported that the bands failed to deploy off the ligator. There was no difficulty with device setup. The procedure was completed using another speedband superview super 7 device. There were no patient present at time of event.